Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad buttons not working which were confirmed during evaluation as a delayed keypad response. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad buttons not working. Which was clarified as the run/stop, number 3, 6 and 9 keys on the keypad were working intermittently. There was no known patient injury or medical intervention associated with this event. No additional information is available.